Manufacturer narrative:
Additional information received by the reporter has identified that this event has been already reported under 1020279-2020-05165 (ref (B)(4)). The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.

Event description:
It was reported that the tip of the device broke during surgery. It is unknown when the issue was discovered (inside or outside the patient). It is unknown if there was a delay or if a backup device was available. No patient injuries were reported.